Manufacturer narrative:
No product was returned for evaluation. Should new relevant information become available, a supplemental report will be submitted. Device not returned.

Event description:
It was reported that the o-ring from a cartridge detached from the cartridge. A new cartridge was loaded onto the pump. Customer's blood glucose level was 93 mg/dl.